Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced an inappropriate shock and presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited diminished r-waves and high capture threshold. The shock was caused by noise consistent with myopotential over-sensing. After evaluating the chest x-ray, the physician determined that the lead was dislodged. Programming changes were made to disable tachycardia detection. On (B)(6) 2020, the asymptomatic patient presented for the lead revision and the fluoroscopy revealed that the lead had perforated the apex. The lead was explanted and replaced. The patient was in stable condition throughout.